Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having problems with sensor. Customer's blood glucose was 462 mg/dl. During troubleshooting, it was found that insulin pump had low battery. Troubleshooting could not continue due to customer hanging up the phone.